Event description:
It was reported that during implant procedure of implantable pacing lead (ipl), physician reported that the ipl did not want to advance through the 7f sheath, and alleged that 'plastic' silicone bulged. The ipl was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant.